Event description:
It is reported that in 2000 pt underwent right unicondylar knee replacement. Post-op pt did well, but had difficulty with pain and swelling and revision was recommended. In 2001 the knee was revised to a zimmer nexgen total knee prosthesis. During the procedure it was discovered that the polyethylene tibial articulating surface had disintegrated.